Event description:
It was reported that the upon waking up, the customer found the pump touchscreen was cracked. Pump was not functional. Customer's blood glucose was 126 mg/dl. Customer reverted to using anther pump for insulin therapy.